Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after three hours of starting treatment with a theranova dialyzer, a patient experienced dyspnea and severe dysphagia. The treatment was completed and the patient was treated with 60mg of methylprednisolone, 200 mg of hydrocortisone, dexchlorpheniramine (dose unspecified) and 0.5 mg of epinephrine. Two liters of total ultrafiltration was administered. The patient was sent to the emergency room due to the severity of symptoms and the absence of total improvement. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: adverse event problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.